Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 300 mg/dl and 67 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Event description:
It was reported that during a laparoscopic roux-en-y procedure the surgeon was closing the enterotomy on the small bowel. The surgeon went to do a blue dye leak test and the whole staple line dehisced. About 2 inches of the proximal end of the staple line looked like deformed m's 2 inches. The distal part of the staple line was fine. Sutures were used to complete the staple line. There was no patient consequence. The device was discarded.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.